Event description:
Device was found in eos at routine follow up after being implanted for 2 years and 4 months. Also, cannot navigate through the programmer screens to see current parameters or history of the device. Explant was recommended and returned product requested.